Event description:
The customer reported noisy screen during inspection prior to use involving an Olympus colonovideoscope. There was no patient involvement.

Manufacturer narrative:
E1 - Initial Reporter Establishment Name: (b)(6) The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.